Manufacturer narrative:
Stryker further evaluated the returned device. Stryker determined that the cause of the reported issue was due to a failure of bt1. It was observed there was rust contamination on both battery cells of bt1. The device was sent to archive.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. The customer will be sent a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.